Event description:
It was reported that the patient was deceased due to an unknown cause. Good faith attempts for relevant information have been unsuccessful to date.

Event description:
The nurse reported that the patient passed away from sudden unexplained death in epilepsy (sudep), and the physician's office presumes that it is not related to vns.